Event description:
Customer reported via phone, the insulin pump alarmed button error. Customer's blood glucose was 235 mg/dl. Customer did not recall if she pressed the buttons for three minutes or longer. Customer was advised to revert to back up plan and the device need to be replaced.

Manufacturer narrative:
No button error alarms noted during testing. The esc button on the insulin pump did not respond due to flatten dome switch. The device had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, and missing end cap.